Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified iliac artery. A 5.0mmx40mmx135cm sterling balloon catheter was advanced for dilatation. However, during second inflation at 14 atmospheres, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.